Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had an air sensor alarm. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. Functional testing was performed, and the reported issue was reproduced. Evaluation observed the ultrasonic sensor calibration readings to be out of specification. A review of the event history log revealed multiple 'reload set' messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the ultrasonic sensor, which could not be calibrated. Replacement of the ultrasonic sensor will be required to correct the issue. Should additional relevant information become available, a supplemental report will be submitted.